Event description:
It was reported on (B)(6) 2016 that a patient¿s vns was found to have high lead impedance. The patient has been referred for full revision surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.